Event description:
It was reported from a survey that the bd alaris system was not providing low battery alarms and an infusion stopped due to battery depletion. Per customer this question on the survey was answered incorrectly and there was no event.

Manufacturer narrative:
Correction: after further review this is file deemed not reportable.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the bd alaris system was not providing low battery alarms and an infusion stopped due to battery depletion. Although requested no further information has been provided to date.